Event description:
It was reported the patient developed an infection. Replacement surgery was planned. The lead was replaced. The date of surgery was not provided. The patient status was not provided.